Event description:
Orthopedic consultation notes: the patient had a right hip replacement 9 years ago. The patient reports he was getting some pain and had been attending physical therapy, what we presume was some bursitis inside the hip without any obvious problems on his x-rays. The patient then reports that he rolled over in bed and then felt extreme pain and since has been unable to ambulate. The patient was brought to the hospital with significant pain and x-rays show that his hip replacement is now broken. Notes from the operative report: preoperative diagnosis: right hip fracture to a femoral component of a total hip. Postoperative diagnosis: metallosis of the hip with fractured femoral component. Procedure performed: revision total hip with revision of acetabular component to an mdm stryker component with an oxinium femoral head and a smith and nephew redaptive stem. Procedure notes: the patient's prior incision was utilized and extended proximally and distally. Upon entering the hip joint itself, the sciatic nerve was palpated and carefully protected throughout the procedure and a very thick leathery membrane of the hip joint was encountered with a frank oily gritty material inside the acetabulum consistent with metallosis. The ball in the trunnion and fractured off the femoral component and the trunnion was no longer usable. A decision was made to proceed with the planned revision. We used a periosteal elevator circumferentially around the rim of the acetabulum and the synovial capsule was then removed with great care to avoid injury to the sciatic nerve. Then the prior poly component was then removed. The cup did not show any signs of any damage and then the mdm liner was then placed by verifying the sizing from the patient's previous implant records as well as from the poly that was removed and appeared to be a 46 mdm liner. The stem was then removed after attempting to use osteotomes to free it up proximally and with great care it was unable to be dislodged. We then performed a vertical osteotomy and then split the proximal part of the femur limiting the split around the proximal 3 inches of the femur. There was extensive bone formation to the stem and it took a great difficulty to free up the stem. Once the stem was freed up, we then reamed up to size 16 and then placed on the trial bodies and found them appropriate for a 0 and extra-small sleeve. The proximal femur was then reamed and the stem was then seated had excellent rotational and vertical stability. Then trials were then performed with the 0. The patient appeared to have a slight lengthening of the leg, so the minus ball was then used. The wound was then irrigated a final time and then closed, closing the fascia with number 2 quill and 0 vicryl, 3-0 for the subcutaneous and staples for the skin. X-rays intraoperatively were taken multiple times, which showed no signs of any extension of the osteotomy or fracturing of the proximal femur. The patient was taken to recovery in satisfactory condition. There were no complications.